Event description:
Patient reported that the code key, packaged with the test strips, did not match the code number printed on the test strip vial. Patient's blood glucose was not affected and no treatment was received. A request was made for the return of the suspect product and replacement product was shipped.